Event description:
The facility's biomed reported an infusion pump with a 12:323 failure code that was found during biomed testing. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.